Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, the pt notified the home health agency that there was bleeding from the wound site. The nurse removed the dressing and noted there was a clot covering the wound. The nurse stated that there had been no protective layer used in the base of the wound during the previous dressing application. An occlusive dressing was applied and ems was called. The pt was transported to the hospital where the surgeon determined there was a nick in the femoral artery that was most likely present prior to initiation of v.a.c. Therapy. The pt received two units of blood and was taken to the operating room where the nick was repaired. On (B)(6) 2012, the pt was discharged to home in good condition.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control checks prior to pt placement. On (B)(6)2012, after pt placement, the unit functioned as designed. Device labeling, available in print and online, states: "with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts) / organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material or bio-engineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. It is a contraindication of v.a.c. Therapy to place foam dressing of the v.a.c. Therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves."